Event description:
The ventricular cannula became disconnected from the ventricular assist device (vad) blood pump resulting in exsanguination and pumping of air into the circulatory system. The collet and collet nut that retain the cannulae system. The collet and collet nut that retain the cannulae on the vad were in their proper positions on the vad, but the ventricular cannula was totally detached from where it connects to the vad. The cannula was intact, not torn nor cracked, and appeared to have sliped off the vad valve housing to which it was originally attached. The arterial cannula remained attached to the vad blood pump.